Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No unexpected low battery alarm were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no a33 alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squiring out insulin during fill tubing and received low battery alert after a week. Customer's blood glucose value was unknown. Customer declined troubleshooting. The device will not be returned for analysis.